Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was later repeated and a lower, negative result was obtained and confirmed on an alternate system. Patient treatment was altered on the basis of the initial elevated troponin result. The patient was admitted to the ICU and heparin was administered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result or treatment.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.